Event description:
Caller reported malfunction on pump. There was no adverse impact to customer¿s blood glucose level. Technical support provided assistance to reset pump, but malfunction reoccurred. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.